Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and was unable to reproduce the reported issue. The electronic records were downloaded and the reported issue was verified in a review of these records. Physio-control further evaluated the customer's device and it was observed that three battery pins were loose. After replacing the battery pins, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue was determined to be due to loose battery pins.

Event description:
The customer contacted physio-control to report that their device kept power cycling. In this state, the device would not be able to provide therapy, if it were needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device kept power cycling. In this state, the device would not be able to provide therapy, if it were needed. There were no reports of patient use associated with the reported event.